Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose of 37 mg/dl. Customer stated that this is not pump related. Both the health care professional and the customer's mother were able to administer glucagon and get the customer's blood glucose back without hospitalization.